Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician started deploying the pipeline in the distal ica. The physician went to recapture/resheath the pipeline, and the device detached from the wire. The physician could not control the device. The device was pulled back and removed without issue to the patient. A new device was used and the procedure was successful. The pipeline was not used off-label and the device was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. It was unknown if a dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed successful treatment of aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: a cat5 guide catheter, a fg15150-0615-1s microcatheter, and a stryker syncrho2 stn guidewire.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex w/ shield device was returned for analysis within shipping box; within a sealed tyvek biohazard pouch; within a resealable plastic biohazard pouch and within an unknown phenom-27 micro catheter. The already deployed braid was also returned. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip and marker band. The pipeline flex w/ shield was found within the phenom-27 catheter. The pipeline flex w/ shield pusher was retracted out with no resistance encountered. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, or with the proximal bumper. The resheathing pad and resheathing marker was found loose on the distal wire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found fully opened, damaged, and frayed. No other damages or irregularities were found with the device testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.8cm and the usable length was measured to be ~152.1cm. As the model and lot numbers of the phenom-27 was not reported, conformation to specification could not be determined. Conclusion: based on the analysis findings, the customer report of ¿failure to resheath¿ was confirmed. The resheathing pad was found loose on the distal wire, causing the braid to not resheath. Possible causes for the resheathing pad damage are patient vessel tortuosity, resistance during delivery/retrieval, ped/delivery system damage, catheter damage, or user does not maintain continuous flush. The braid was found damaged. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported all devices were prepared per IFU, and patient vessel tortuosity as severe. The severe tortuosity potentially contributed towards the failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.